Event description:
It was reported that the pta balloon would not deflate after the third inflation (atm unk) in the subclavian vein. Under fluoroscopy, a needle was used as a track to direct a guidewire to the balloon. The guidewire was used to puncture and deflate the balloon. The balloon became lodged within the sheath during retraction; therefore, the sheath and balloon catheter were removed together as a single unit without incident. No further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.